Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 . There were no similar complaints identified during the search period. The dhea, e2, & b12 aia-pack package insert state the following: specimen collection and handling: serum is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. A venous blood sample is collected aseptically without additives (red top tube). Store at room temperature until a clot has formed (usually 15-45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25° c) and mix gently. All samples require pretreatment. Pretreated samples should be assayed within one hour after completion of the pretreatment procedure. The pretreated sample required for analysis is 100 [?]l. The aia-900 operator's manual chapter 12 - flags and error messages was reviewed. Cv flag: the period of validity of the calibration curve has been exceeded. Consequently, the concentration will be calculated using a calibration curve whose period of validity has been exceeded. The most probable cause of the reported event was due to the operator's handling of the specimen.

Event description:
It was reported that during proficiency testing with american proficiency institute (api) survey samples, the customer failed dehydroepiandrosterone (dhea), estradiol (e2), and b12 analytes on their aia-900 analyzer. The customer provided calibration and quality control printout, which showed that all results were acceptable. The customer stated that the survey sample were thawed and ran right away. It is questionable whether survey samples were at room temperature, but the customer confirmed that these were not mix prior to running. The technical support specialist (tss) instructed the customer to rerun the unacceptable survey samples and this time to gently mix and bring to room temperature prior to being run. The results were as listed below: dhea sample , original result, repeated result , expected range: ia-01 , 440.9 ug/dl , 380.9 ug/dl , 329.6 ug/dl - 433.1 ug/dl ; ia-03 , 792.1 ug/dl , 640.9 ug/dl , 552.9 ug/dl - 713.5 ug/dl. E2 sample, original result , repeated result, expected range: ia-01 , 460 pg/ml , 402.8 pg/ml , 368 pg/ml - 458 pg/ml; ia-02 , 50 pg/ml , 33.7 pg/ml , 21 pg/ml - 40 pg/ml; ia-03 , 894 pg/ml , 826 pg/ml , 697 pg/ml - 879 pg/ml . B12 sample , original result , repeated result , expected range : ia-01 , 1161 pg/ml , 1013 pg/ml (cv flag) , 729 pg/ml - 1110 pg/ml; ia-02 , 499 pg/ml , 453 pg/ml (cv flag) , 303 pg/ml - 450 pg/ml. The repeated results were within acceptable range with the exception of b12, which was slightly higher and received a cv flag, but the customer was not able to repeat it a third time because of insufficient sample. There was no indication of any patient intervention or adverse health consequences due to the reported event.